Event description:
The handheld and the flashcard software were returned on (B)(6) 2015. Analysis of the handheld computer found no anomalies on the handheld using the ac adapter or the main battery fully charged. The handheld performed according to specifications. Analysis of the flashcard confirmed no anomalies. The flashcard and software performed according to specifications.

Event description:
It was reported that the physician's handheld is not holding a charge. It was reported that the handheld was charged for 48 hours prior, but only lasted a few minutes during use. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.